Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.  Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 180 mg/dl. During followup with tandem technical support the customer reported being able to unfreeze the screen on the malfunctioning pump after charging, and the pump was working normally. Reportedly, the customer had manual injections available as alternate insulin therapy.